Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 25-oct-2016 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, and chronic pelvic pain. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve then. In (B)(6) 2016, plaintiff underwent surgery to remove her essure coils. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvic pain. Plaintiff underwent surgery to remove her essure coils almost three years after insertion. The event is anticipated in the reference safety information for essure. Pelvic pain may occur during essure therapy. In this particular case, increasingly severe pain/chronic pelvic pain started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the event and the suspect insert cannot be excluded. This case was regarded as incident, as a surgical removal of essure was required. In addition, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2016: ptc investigation result. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvic pain. Plaintiff underwent surgery to remove her essure coils almost three years after insertion. The event is anticipated in the reference safety information for essure. Pelvic pain may occur during essure therapy. In this particular case, increasingly severe pain/chronic pelvic pain started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the event and the suspect insert cannot be excluded. This case was regarded as incident, as a surgical removal of essure was required. In addition, non serious events were reported. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.